Event description:
Patient repeated information that they could not stand or walk. Patient reported back was messed up and l3 or l4 was damaged from repair from the hcp. Patient repeated that their recharger was messed up. Patient reported frustrations with the hcp and jail procedures (some information illegible). Patient stated it would be nice to be out of pain and be able to walk again.

Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc lot#/serial# unknown, product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6. Patient code c26791 does not apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc. Serial# unknown. Product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt stated they had been having issues with their back since (B)(6) 2021. Pt said on (B)(6) 2021 their healthcare provider (hcp) put in 5 discs, but then on (B)(6) 2021 the pt believes one of the discs slipped (maybe l3 or l4) and was pressing against the lead. Pt said their device wasn't keeping the charge like it should and pt thinks that was because of the slipped disc pressing against their lead. Pt said they believe the slipped disc was putting pressure on their spine as well and was keeping pt from walking. Pt said they could still move their legs, but couldn't stand or walk. Pt said until they could go and get scanned, they were not able to determine what was going on. Pt said they were incarcerated at south side regional jail and asked how they could get furloughed to go see hcp about the issue. Pss reviewed role of ps and that ps was not medically trained and redirected to hcp. Pt said it was difficult to be able to call ps so they would start trying to contact hcp to take care of the issue as soon as possible. Pss documenting information given during the call.

Manufacturer narrative:
Continuation of d10: product ID: neu_recharger_acc, serial# unknown, product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was bleeding very badly from the rear and still nothing was being done to help or get it looked at by a specialist to find out what the bleeding was coming from. They stated that the device was not working. Manufacturer representative (rep) however told the patient that their device was working just fine but the patient stated that they still couldn¿t walk, so they told them that they needed an MRI done to find out what the problem was. At this time the patient¿s doctor stated that there was nothing that they could do. The patient stated that they needed an MRI done to determine what was going on with their back other than a disc that had slipped. The patient wanted to know how they could get an MRI/x-ray done/approved so that they could find out why they can¿t get up and stand on their own 2 feet and legs and be able to walk even though they were told their device was working like it should.

Event description:
Information was received from the patient representative. It was reported that the pt was in pain and always has been in pain. Pt rep said the pt is incarcerated and in a wheelchair and was unable to charge. Pt rep said the extension cord they are using there is not working. Troubleshooting was unable to be performed as pt rep said they didn't know any more information to what wasn't charging. Pt rep also didn't have the external equipment with them at the time of the call. The caller was redirected to call ps back once they find out more information regarding the charging issue. Pss also reviewed with pt rep that ps would need to troubleshoot with the external equipment and also would need serial numbers from the external equipment. Pt rep said they didn't know when the issue began but said the pt was in pain and in a wheelchair.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10. Additional information regarding manufacturer report #s 3004209178-2021-15838, 3004209178-2021-15840, and 3004209178-2021-15838 will be submitted as supplementals under this regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a burning sensation in their butt for the last couple of weeks. It was also noted the patient did not feel their therapy in the lower portion of their body. The patient was redirected to their healthcare provider to further address the issue. Patient stated it was their right hip and where the old implant was years ago and either l3 or l4 has done slipped. Patient repeated information that they needed to get out of jail to seetheir doctor. Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had charged recently for 11 hours and could only get the ins to 50%. The controller charged to 100% without issue. The patient had noted the issue since (B)(6) but it was unclear when the issue had started. The patient also indicated they were supposed to have surgery prior to being incarcerated to replace the ins but the caller did not know why that was supposed to occur. No symptoms were reported. Additional information was received. It was reported that the problem started (B)(6) 2021. They replaced the recharger and that got them back to charging to 100%. Steps taken to resolve the ins was replacing the recharger. The patient got their wife got them an appointment right after their out date. They got to go behind the jail boch to get one because they won't let them talk to their doctor at at because all they kept telling them is that the doctor doesn't want anything to do with them at all and know that¿s not true because that what the doctor told their wife that they needs them to get to the hospital so that they could find out just what has happened inside of them. They had been making them charge up with an instruction cord to charge their controller verse physically straight in to the wall. They keep having trouble with their implant since (B)(6)2021 since they had been in jail. They would not let them call their doctor at all. The jail said they called him and they told them that the doctor say any like what the jail said that he said he wants them in (B)(6) right now so they can find out just what has happened to the patient on the inside because on (B)(6) 2021 at 5:20 am, one of the discs the doctor had fixed in their back had slipped and now they can't put any weight on their feet and legs. They can't walk at all. They haven't been able to walk since (B)(6) 2021. They have the patient getting around on their hands and knees with a walker going to bathroom, taking shower in a plastic chair. The patient knows they're in jail but still had no way to treat any one at all like this and telling them they can't see their doctor til they get out of jail, so mean. While they are still burning made wife and gave their wife their numbers to call the manufacturer and give them to you guys and mdt sent them the recharger to them at the jail and they were thankful for that. Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient felt a burning sensation and was sensitive to touch on the incision area since the ins was implanted.  The patient mentioned they were also receiving eri on the controller screen and battery low replace controller battery pack. Patient stated the controller took 22hrs and 11hrs to charge up when plug into the outlet. Patient stated he is incarcerated. Patient services (ps) asked patient to connect controller to implant and controller showed ins 100% and controller 100% charged. Patient stated he received a new recharger (rtm) but didn't used it until on the call with ps. Patient connected the new rtm while on the call with ps and able to get excellent recharging quality. Ps reviewed device function and recommend if the controller is taking 11 or 22hrs to charge up when plugged into the outlet to call ps back if necessary. Ps recommend patient consult with their healthcare provider regarding the eri message. Patient reported they were seeing eri and they needed to get it replaced however they were unable to leave jail to see their doctor. Information was received from a family/friend of a patient, regarding patient's implantable neurostimulator (ins). Caller says the pt is in jail, and says the pt is "bleeding from the rectum and he is losing so much blood its red blood and he goes through a whole role of toilet paper when he goes to the bathroom and says he feels like a shocking in his heart and he isn't walking, hes crawling and doesn't even use his wheelchair". They said this has been happening for about 2-3 weeks. Caller says they are giving the pt aspirin and the caller told pt "don't take that because of the blood thinners". Patient was redirected to follow-up with their physician at the jail. Additional information was received on 2021-dec-21 which reported that the patient has trouble walking and experiencing shocking. The patient reported that they are is charging 15 to 16 hours a day and just sits in the wheelchair while charging. The patient reports that his device is not working properly and that he knows that it can be if he could just get an appointment with his doctor. The patient was walking before coming to jail and now he is crawling around on his hands and knees and with a walker. The patient was requesting help to get out of pain and back walking again. The patient noted that he is charging it, but it is not helping. He says that he knows when he meets with a doctor that it will help him again, because he has had different spinal cord stimulation systems implanted for 25 years and they have all helped. The patient noted having problems with the spinal cord stimulation system since (B)(6) 2021. The patient noted seeing the following codes: page 15. Ins (B)(6) 2021 at 12:10pm, (B)(6) 2021 at 8:30pm and (B)(6) 2021 at 10:34. Page 34 electromagnetic interference page 47 unexpected changes in stimulation page 52 (when to call your clinician) the patient noted that the implantable neurostimulator is messing him up on the inside and the patient is having a lot of problems. It was noted that the system is not working properly. The patient¿s intensity settings are a1 is at 14.0 and a2 is at 18.4. The patient saw page 134: the neurostimulation system MRI scan eligibility be determined that happened when the jail took x-rays of his back in the jail with some kind of possible machine. It was noted that the patient had the recharger replaced and they made him plug it right back up into a cord. The patient noted that they are now charging direct into a wall outlet. Page 173: device check needed. Eri. Call your doctor. No device found page 183: memory problems. Data has been lost. Repeat the set-up process. Possible adverse effects that the patient has been having started on (B)(6) 2021 and are still happening. Radicular chest wall stimulation, uncomfortable stimulation, jolting or shocking sensations, persistent pain at the implantable neurostimulator site, gastrointestinal symptoms such as constipation, bladder symptoms such as urinary leakage of urine. Additional information regarding manufacturer report #s 3004209178-2021-15838, 3004209178-2021-15840, and 3004209178-2021-15838 will be submitted as supplementals under this regulatory report.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6) 2018. Product type lead product ID neu _recharger_acc. Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt mentioned that in 2020, a healthcare provider (hcp) inserted a new 16 lead into their spinal cord stimulator and left the old lead in the pt's back. Pt mentioned they had nothing but trouble since they had it put in. Pt stated they had an MRI and an x-ray. Pt mentioned they met with their previous pain management doctor on (B)(6) 2023 who reviewed their x-rays and MRI. Pt stated that after reviewing the images, their doctor said that the hcp had hooked the new implant to their old lead from 1997. Pt stated this was why they have had so many problems for the past several years. Pt also reported an implant battery depletion rate issue stating "it is eating up more current than it should." Pt mentioned the healthcare providers were discussing now to see what the next steps are. Pt mentioned they were programed with the 16 lead. The 14 lead was for the right leg and the 16 lead was designed to work both their right and left leg. Pt mentioned they were using the implant and have it set it way higher than it should be. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they have not had any programming because it would be no good as they were hooked into the wrong lead. Pt mentioned the hcp saw the issue of the leads on the x-ray and on the MRI they saw that the disc of s5 and s4 were completely deteriorated and that was why the pt was in pain.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2018 : product type lead product ID neu _recharger_acc serial# unknown: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient, who reported they have not been able to walk / stand since 9/15/2021. Patient thought previous hcp revision did something wrong inside of them when the implant was moved from their abdomen to their buttocks.

Event description:
Patient reported being in jail and wanting to get out to see the doctor however reported they would not let patient go to the doctor. Patient stated they were suffering in pain. Patient reported frustration with doctor.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins had moved in the pocket and was sitting almost where it was prior to the patient having their last surgery, since the middle part of (B)(6) 2021. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.

Event description:
Additional information received from the patient¿s family stated that the implant had moved over next to the patient¿s spine and the wires were loose, by which they meant the patient could feel the wires in their spine. It was noted that the patient recharges every day and the programming wasn¿t helping due to the loose wires. It was noted that the patient hadn¿t been able to walk since september.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6)2018 explanted: product type lead product ID neu _recharger_acc lot# serial# unknown implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_recharger_acc lot# serial# unknown implanted: explanted: product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that said, ¿they had me hooked to a 150-foot cord to charge by. This jail is mad e for anyone in my conclusion, they were having me to plug up and charge by extension cord when my booklet tell you to charge by outlet and I do think that is what burned up the recharge to my device inside of me, that¿s why I was asking how¿. The patient reported that their charging time went from 12 to 16 hours to charge the device and the prison wouldn¿t allow them to call medtronic , so the patient¿s wife had to call on their behalf. The patient reported that they are letting him go to a classroom to use the outlet to charge the device and it is charging now and better. The patient reported that charging problem have been resolved but they still can¿t wall but he is ¿working on it¿.